Manufacturer narrative:
During an internal review on 05-feb-2025, noted a correction to the 3500a initial under h6. Medical device problem code as it was processed as backflow (B)(6). It should have been processed as fluid leak (B)(6). The investigation was completed on 18-feb-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000530 and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. H4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a vizigo and the valve leak issue observed. The valve on the vizigo sheath was noticed to be leaking during the procedure. The sheath was replaced and the procedure was continued. There was no patient consequence reported. Additional information was received. The vizigo sheath was removed and a replacement vizigo sheath was used to complete the procedure. Blood loss was reported to be minimal and no patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a vizigo. The valve on the vizigo sheath was noticed to be leaking during the procedure. The sheath was replaced and the procedure was continued. There was no patient consequence reported. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 04-mar-2025. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve and friction ring were missing from the irrigation hub. Due to this condition, an irrigation test could not be performed. Afterward, a dilator sample was introduced into the sheath, but the valve nor the friction ring were found. This failure is unrelated to the manufacturing process since the manufacturer has four process controls to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leakage issue reported was confirmed, as the condition of the missing valve could be related to the event reported. The potential cause of the separation of the valve may be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).